Event description:
It was reported patient's left s1 drg lead had high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced loss of effective therapy due to high impedances on the left lead. As patient underwent surgical intervention on (B)(6) 2025 to address the issue, the right lead was found migrated out of space. As a result, both leads were explanted and replaced. Therapy was restored post-op.